Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a ventricular lead warning due to high impedance. There were also high ventricular rate episodes, noise, and threshold increases. The lead remains in use. No patient complications have been reported as a result of this event.